Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a cracked light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The leak through the set with the clamp closed was not duplicated during functional testing; therefore the reported condition was not verified. The cause of the cracked main body could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.